Event description:
It was reported that this right ventricular (rv) lead was explanted and replaced due to unknown reasons. This lead was returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Visual inspection noticed that the helix was severely stretched. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this right ventricular (rv) lead was explanted and replaced due to unknown reasons. This lead was returned for analysis. No additional adverse patient effects were reported.